Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the fluid path found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. No damages, tears, or leaks were observed along the fluid path that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became kinked. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18.7 mmol/l (336.6 mg/dl). The pod was reportedly leaking while the pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied.